Event description:
In 2002, the healthcare professional (hcp) of the home patient (hp) reported the hp was hospitalized with nausea and increased creatinine levels (16.4 mg/dl) after using the homechoice cycler for apd therapy. Follow up with the hcp reveals that the hp was hospitalized 5 days in 2002. According to the hcp, while hospitalized the hp received 24 hour dialysis therapy using 2.5% dextrose dianeal solution. The hcp reported that prior to hospitalization, the hp had been experiencing difficulties filling and draining during apd therapy for approximately one week.